Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer alleges that the tip of the central line separated. The catheter was removed. No patient injury reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The probable cause of extension line luer hub separation could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that the tip of the central line separated. The catheter was removed. No patient injury reported.